Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 23008 on startup. The fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use following the usm replacement. Isi received the usm that was replaced and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported failure of error 23008 on usm3. The usm failed testing as it triggered the error. A review of the logs was performed and several errors of 23008, 23137 and 1173 were found, all pointing to the carriage. The was further tested and passed the direction test, cva characterization, friction test, carriage friction test, brake release test, brake hold test, carriage strength and advanced brake test, but failed c. Lissajous, sine cycle & c. Sensors check on dof 6. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by tse and fa and the event was verified. Investigation revealed the following possible related system errors: error 23008 - pot to encoder error, usm3, axis 5. Error 23137 ¿ pot to encoder comparison information. Usm3, axis 5. Error 1173 ¿ axis controller carriage board in usm3 reported a search light diagnostic error. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure due to repeated faults on the usm making the system unavailable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) reported that the customer experienced repeated recoverable fault 23008 on universal surgical manipulator (usm) 3 while trying to set up. The technical service engineer (tse) reviewed the logs and confirmed the repeated 23008 errors reported by usm3 axis 5 (carriage axis). The tse also found in the logs that the customer tried to power cycle the system several times without resolve. The csr stated that the surgeon did not want to perform the procedure with only 3 arms, so the surgeon opted to perform open surgery. The csr was unsure if the patient was already under anesthesia and/or if ports were placed. The csr stated that they contacted the field service engineer (fse). The tse also spoke with the fse to have a usm on order to replace. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the site's operating room (or) manager and obtained the following additional information: the operating room manager stated that there was an issue with arm 3 and the fse had replaced the arm following the reported issue. The system was now operational and the staff had since used the system with no issue. The operating room manager confirmed that the issue was identified prior to starting and no ports were placed. The operating room manager confirmed the procedure was completed, there was no injury to the patient and they tolerated the open procedure well. The operating room manager did not know specific troubleshooting that was performed but noted that an intuitive representative was there at the time of the issue and attempted troubleshooting.